Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was cracked. Customer stated that he was not able to troubleshoot at the time of the call. Customer was interested at the time of the call of getting the cot insulin pump but, did not get to finish trouble shooting at the time of the call. No harm requiring medical intervention was reported. The device will not be returned for analysis.